Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer¿s health care professional unable to figure out exact reason for alleging under delivery. Customer¿s current blood glucose level was 238 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis however, reservoir will not be returned for analysis.